Event description:
Customer reported two cracks on the insulin pump going from the display screen towards the back left side. Customer stated that they have bumped the insulin pump. Customer's blood glucose reading at the time of the call was 112 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was received with scratched lcd window, cracked lcd window at bottom right side corner, cracked case on all four side corners at display window, cracked reservoir tube lip and missing end cap sticker.